Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" codes was found in the ventilator's downloaded error log and a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" codes was found in the ventilator's downloaded error log and a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issues. In the previous report, section in box e: initial reporter was incorrect. The section in box e: initial reporter has been corrected in this report.